Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, distortion was noted on the right ventricular (rv) lead. The rv lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.